Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no adverse impact to the customer's blood glucose level. The customer was instructed on how to reset the pump, which resolved the malfunction without recurrence, and the customer was advised to contact support if the issue reappeared. Customer may continue to use the pump.